Event description:
It was reported that while trying to position a phenom 27 in a fusiform aneurysm lhe physician decided to replace a synchro guidewire with an aristotle 24 guidewire. Within two minutes of using the aristotle guidewire the physician removed the wire to reshape the tip. When he removed the wire approximately 1.5 inches to 2 inches of the distal portion of the guidewire broke off and remained in the aneurysm. The broken portion of the guidewire was then encapsulated inside of the aneurysm with the flow diverter. No injury to the patient was reported.

Manufacturer narrative:
Review of the manufacturing lot history record could not be carried out as a lot number for the complaint device was not able to be provided.